Event description:
The customer reported that the system displayed a communications error message when in the cine mode. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was duplicated. The cine printed circuit board connectors were reseated. The system was tested and found to be working as intended and put back into service.